Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter pcb. The ventilator passed all testing.

Event description:
It was reported that the ventilator lower display was intermittent. It is unknown if there was patient connected to the device.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.